Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: was the device locked on tissue with the jaws closed? Did the jaws eventually open? Two devices have been reported. Did the same event occur with both ec60a devices? No further information available.

Event description:
It was reported that the jaw didn't open before firing. No patient consequence reported.

Manufacturer narrative:
(B)(4). Batch number: m52a5h. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.